Event description:
Further follow-up revealed that the patient will undergo ncp system explant due to pain. Neurologist indicated that the patient's parents do not see any benefit to vns therapy and would like the device removed. Explant surgery is planned, but not yet scheduled. Neurologist reported that due to patient confidentiality only a limited amount of information will be released to device manufacturer.

Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. It was reported that the pt had fallen several times and hit his head but has had no trauma to the chest or neck, according to this mother. Review of x-rays did not reveal any obvious discontinuities in the portion of the lead assembly that could be visuallized. Lead break is suspected. The pt has been referred for surgical consult.